Manufacturer narrative:
Insulin pump alarmed compromised force sensor during basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 139 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.